Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f swartz braided introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal and distal seals. A corrective action was initiated to address the failure mode of the swartz braided introducer leak. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During the atrial fibrillation procedure, when the sheath was inserted into the right atrium and the catheter was inserted, air was aspirated and blood leaked from the hemostasis valve at the same time. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model g407376) is an ous configuration not available in the us and is therefore not referenced in the gudid database.